Manufacturer narrative:
Our quality engineer inspected the 1 sample submitted for evaluation. The reported issue of scale marking issue was confirmed upon inspection of the sample. Analysis of the sample showed that there were no scale markings on the syringe. Bd determined that the cause of the failure was related to our manufacturing process. It is likely a jam occurred during the syringe barrel printing process resulting in the lack of markings. The sample will be shown to manufacturing associates involved with these products to increase awareness. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility.

Event description:
No additional information.

Event description:
It was reported that bd syringe 50cc ll tip convenience pak scale marking missing the following information was provided by the initial reporter: it was reported by the customer that identified one x 50 ml syringe (out of twenty syringes in the bulk convenience pak) absent of marked increments and numbers. Verbatim: rcc received a complaint via email. Email(s) attached. Bd 50 ml syringe luer-lok tip bulk sterile syringe convenience pak on (B)(6)2024, an associated identified one x 50 ml syringe (out of twenty syringes in the bulk convenience pak) absent of marked increments and numbers. On initial syringe inspection, no other remaining 50 ml syringes impacted. No patient harm. Escalation occurred prior to use. Pictures and sample will be sent by customer.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.